Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Moreover, based on the finding of a twisted lead body the reported clincial observations of failure to capture, high capture threshold and twiddler's syndrome were confirmed. Further, an x-ray showed inner coil fracture from the terminal pin in which damage is an indication of helix extension/retraction difficulty.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold and loss of capture. Moreover, fluoroscopy was done which confirmed twiddled syndrome as result showed leads coiled up in the pocket near the device. Further, during procedure when opening the pocket, it was noted that the only affected lead was the ra lead. Hence, this lead was explanted and patient was given antibiotics. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold and loss of capture. Moreover, fluoroscopy was done which confirmed twiddled syndrome as result showed leads coiled up in the pocket near the device. Further, during procedure when opening the pocket, it was noted that the only affected lead was the ra lead. Hence, this lead was explanted and patient was given antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. The x-ray showed an inner coil fracture, damage indicative of helix extension/retraction difficulty. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold and loss of capture. Moreover, fluoroscopy was done which confirmed twiddled syndrome as result showed leads coiled up in the pocket near the device. Further, during procedure when opening the pocket, it was noted that the only affected lead was the ra lead. Hence, this lead was explanted, and patient was given antibiotics. No additional adverse patient effects were reported.